Manufacturer narrative:
The reported event of "a bulbus deformation was noted on left disc" could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 25mm amplatzer pfo occluder was selected for implant. Upon, deployment, a bulbus deformation was noted on left disc. The occluder was removed and exchanged for 35mm amplatzer pfo occluder. The patient was reported to be in stable condition.